Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, reproduction of the phenomenon [noise in the image] could not be confirmed. Therefore, it could not be determined, whether the device satisfied the performance specifications. It could not be confirmed, whether the product was used for treatment or diagnosis. The investigation was conducted, based on the obtained information, but cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to MFR 235158 (2/2).

Event description:
It was reported, the video system center had static noise when connecting multiple scopes. There were no reports of patient harm.